Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer tried various troubleshooting steps under the guidance of technical support, including pressing the pump's button, using known charging supplies, and trying different wall adapters and charging cables, but the issue was not resolved. The customer reverted to an alternate method of insulin therapy.